Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump failed battery alarm. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer also reported that the insulin pump had battery failure. The customer stated that they received failed battery alert after a pump error battery failed alarm. It was reported that the self-test was passed. The customer was advised to obtain a new battery and call back to continue troubleshooting. The insulin pump will not be returned for analysis.